Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, device return, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Dr reports patient, a status post right total hip presented to office with pain. Upon x-ray it was observed that the ceramic head looked displaced possibly fractured. Dr decided to open and explore possibly revise the head liner. Upon exposure it was noticed the biolox femoral head had in fact fractured and split in half. The head was carefully removed. The fragments were removed as well. Dr decided to exchange the liner as well. The liner was removed and a new liner implanted. The femoral stem "trunnion" appears to look normal with some scratches. A new +10 femoral lfit metal femoral head was impacted and the hip reduced. The surgery was performed without incident. No medical records are available due to emr secured by password.